Event description:
During bone marrow aspiration of the left iliac crest, approx 2 inch distal portion of needle broke off at hub of sheath. Broken portion remained in subcutaneous tissue of the pt. Pt in no distress-stable condition surgery consult needed to remove device. Needle removed in radiology special procedure.